Manufacturer narrative:
(B)(4). It was reported that the patient was not actually performing automated peritoneal dialysis (apd) therapy on the homechoice (hc) device at the time of the reported incident. Per the additional information received, it was determined that the nurse made a mistake and did not drain the patient properly, leading to an overfill, while performing continuous ambulatory peritoneal dialysis (capd). The patient ended up experiencing the overfill while using manual supplies. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that during hospitalization for an unknown indication, a home patient (hp) who was performing automated peritoneal dialysis (apd) on the homechoice (hc) device, experienced an overfill event that resulted in a peritoneal fistula. There were no volumes reported for the overfill event, but it was reported that the overfill resulted in a fistula between the peritoneal cavity and the uterus. On an unreported date in the same month as this report, the hp was treated with diflucan for yeast. Two weeks after being admitted to the hospital, the hp was discharged . Five days later the patient's (pt) pd catheter was removed and the pt began hemodialysis. No other treatment was reported. Additional information was requested but is not available.